Event description:
It was reported that this patient was received at the emergency room due to a right ventricular (rv) lead dislodgement that caused 10 inappropriate anti-tachycardia pacing (atp) and 2 shocks as atrial signals were being oversensed. This issue was confirmed with x-rays. Shock therapy was turned off and rv sensitivity was increased. Subsequently, this rv lead was explanted, replaced and it is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this patient was received at the emergency room due to a right ventricular (rv) lead dislodgement that caused 10 inappropriate anti-tachycardia pacing (atp) and 2 shocks as atrial signals were being oversensed. This issue was confirmed with x-rays. Shock therapy was turned off and rv sensitivity was increased. Subsequently, this rv lead was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned intact (not severed) with the helix mechanism in a retracted position. Dried body fluid was noted in the helix housing, which is normal for active fixation leads, and tissue was also noted entwined in the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.